Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred. Customer charged pump for additional amount of time and alert cleared. Pump turned on and reportedly, insulin delivery was resumed. Customer's blood glucose was 108 mg/dl.